Manufacturer narrative:
The suction pump was investigated, and no defects were found during the inspection. The device was checked, and the pump works perfectly. During the inspection, the sealing ring and air filter were found to be worn out and need to be replaced. Since the reported defect could not be found, the root cause of the problem cannot be determined. No faults were found. However, some wear parts had to be replaced, although these have no impact on the reported problem. The suction pump type 2208011 with the serial number (B)(6), was manufactured on (B)(6) 2016 with order number (B)(4), the order size considered 6 pieces. No abnormalities were found during production all devices passed the functional checks. The suction pump type 2208011 with serial number (B)(6) was delivered to richard wolf medical instruments corp. (Rwmic) on (B)(6), 2016. Since the delivery date, no repairs or further complaints have been reported. In richard wolf gmbh risk analysis e3-1: suction pumps with accessories, v00, manufacturing-related, handling-related and design­related hazards regarding functional impairment as well as risks due to a product that cannot be used were considered with the corresponding extent of damage and the assumed probability of occurrence and assessed with an acceptable risk.

Manufacturer narrative:
Although no injuries were reported and the planned procedure could be completed with a back-up device, the surgery took longer than anticipated. Richard wolf gmbh (rwgmbh) considers this case a reportable malfunction.

Event description:
According to the information received, the suction pump failed to provide sufficient suction during a holep procedure. The tissue would not stay on the piranha probe and kept bouncing off. The foot pedal, connection cable, and handpieces were working fine. There is no report of injury to the patient or other personnel because of the reported issue. However, the reported issue caused a 30 minute delay during the middle of the procedure while the back-up device was retrieved to complete the scheduled procedure.